Manufacturer narrative:
Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No unexpected critical pump errors (open book image) were noted during testing. After further review of the device's interior, did not note any signs of previous moisture presence or corrosion on any of the boards, assemblies, and the motor. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin pump had critical pump error. The blood glucose level was unknown at the time of incident. The insulin pump will not be returned for analysis.